Event description:
An endurant stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. It was reported that on an unknown date, occlusion was observed in the contralateral limb. The patient is not suffering from malperfusion so, no intervention will be performed. The cause of the occlusion is unknown. The physician stated that there was good lumen and no compromise. No clinical sequelae were reported and the patient is being monitored.

Manufacturer narrative:
(B)(4).